Manufacturer narrative:
Pump was monitored for 24 hours with 2.0 basal rates. No blank display or display anomaly noted. No damage inside pump noted. All operating currents are within the specification, no unexpected low battery, failed battery test, battery out of limit or off no power alarm noted. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported via phone call that customer had been off of insulin therapy since (B)(6). Customer was hospitalized and wishes to begin insulin therapy. Customer's blood glucose was 141 mg/dl. Customer's insulin pump was stored with no batteries. Customer was having difficulties changing the time from am to pm. Customer also reported that buttons were not responding. Customer reported that display screen went blank on and off. Insulin pump had a failed self test. After troubleshooting, customer was advised that insulin pump would need to be replaced.